Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance and increased threshold on the right atrial (ra) lead. Patient has 6 months left on current generator and physician will likely replace lead at future gen change. The lead remains in use. No patient complications have been reported as a result of this event.